Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via call that the sensor fracturing while in the body. Customer¿s blood glucose level was 150 mg/dl at the time of incident. Customer state that sensor pulled it out, part of the sensor was left in my body. Customer states that part of cannula was still with sensor other part left in body. The sensor will not be returned for the analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test. Sensor passed per specification. Also, performed bicarbonate buffer test. Sensor passed per specifications with accurate readings. See attached file for details. No broken or missing parts were observed during analysis. Unable to repeat or reproduce skin irritation in lab.